Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not deliver a large enough bolus to cover the carbohydrates consumed. Customer reported event was due to use error; no issue with the pump. Blood glucose (bg) was 509 mg/dl and a bolus was delivered to address bg. Recommendation was made for customer to discuss event with a healthcare provider.